Manufacturer narrative:
Additional information: h6 and h11. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that 5 minutes after starting treatment with a polyflux 140h, the patient experienced palpitations and shortness of breath. It was reported that the patient's "heart rate was 92 times/min, breathing was 21 times/min and blood pressure was 176/82 mmhg." Dexamethasone (5mg, intravenous) was administered. Fifteen minutes later, tit was reported the patient had "reduced symptoms" with a heart rate of 86 beats/min, breathing 20 beats/min, and blood pressure 176/95mmhg. Approximately two hours after starting treatment the patient developed a headache and epigastric pain, with a blood pressure of 218/99mmhg. Nifedipine (10mg) was administered, and the blood was returned. No additional information is available.